Event description:
The fibula plate was implanted on (B)(6) 2014. On (B)(6) 2014, the plate broke when the patient walked. The broken plate and the screws were explanted on (B)(6) 2014.

Manufacturer narrative:
Additional mdrs associated with this event: MDR #3025141-2015-00002: screw 1, 3025141-2015-00003: screw 2, 3025141-2015-00004: screw 3, 3025141-2015-00005: screw 4, 3025141-2015-00006: screw 5, 3025141-2015-00007: screw 6. A visual examination under naked eye and magnification was performed. The plate is in good condition except for what looks like an abrupt oblique bending fracture at the hole near the slot. The fractured surfaces of both pieces show no signs of metal fatigue. Conclusions: a conclusion cannot be drawn based on the lack of info concerning the circumstances of this plate break.